Manufacturer narrative:
Additional information received from the local field representative indicated that the sensor related to minute ventilation was programmed off. The lead was also programmed to unipolar pacing and bipolar sensing. The patient planned to be monitored remotely and through in office device checks.

Event description:
Boston scientific received information that the lead safety switch (lss) associated with this pacemaker and another manufacturer's right atrial (ra) lead was triggered due to a high pacing impedance measurement greater than 3,000 ohms. There were also some stored episodes with noise and oversensing on both the ra and right ventricular (rv) channel. Boston scientific technical services (ts) discussed turning off the sensor related to minute ventilation. They also discussed changing the lead configuration to unipolar pace and bipolar sense. No adverse patient effects were reported.